Event description:
The customer reported via phone call that they had a bent cannula with their infusion set. The customer's blood glucose was over 600 mg/dl. The customer stated they were inserting the infusion set with the inserter. Customer treated their blood glucose with a manual injection. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.